Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the surgeon noticed what looked like a very minute (even on magnification on the endoscope) piece of blue seal from the device in the patient cavity. The surgeon was unable to retrieve the piece from the patient with graspers. On completion of the procedure, the surgeon found no visible sign of defect on inspection of the port. No patient injury.